Manufacturer narrative:
(B)(4). Carefusion technical support dispatched field service to the user facility. Once the unit is evaluated, a follow-up MDR will be submitted.

Event description:
The customer reported that during set up, the screen went blank. No other details provided by the customer. Field serv ice was requested.